Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Reporter is synthes sales representative. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 a patient underwent an open reduction internal fixation (orif) with 2.4mm ti variable angle-locking compression plate (va-lcp) to treat the distal part of the bone head. During the surgery, the va locking screw in question could not be locked on the va-lcp plate in question. The surgeon tried to insert the screw from various angles, but the screw could not be locked. Then, another new screw was used, however, it also could not be locked. The plate could not be returned since it is still implanted in the patient. The surgery was completed with a 30-minute surgical delay. There was no adverse consequence to the patient. Procedure was completed successfully with patient outcome reported as stable. This report is for one (1) 2.4mm ti va locking screw stardrive 18mm-sterile. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for sterile part: please note, this DHR review is for sterilization procedure only: part: 04.210.118s, lot: l829179: manufacturing site: selzach: supplier: früh verpackungstechnik ag, release to warehouse date: 26.mar2018, expiry date: 01.mar2028: non-sterile 04.210.118 / h558048 was manufactured in us, monument: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part: part: 04.210.118, manufacturing location: supplier-mark two engineering / inspected, packaged and released by: monument: release to warehouse date: 23-feb-2018, part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm, lot number: h558048 (non-sterile), lot quantity: 240: work order traveler met all inspection acceptance criteria. Certificate of compliance supplied by mark two engineering dated 19-feb-2018 was reviewed and found to be conforming. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Packaging label logs (pll) lmd rev ac were reviewed and found to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during inspection or release that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the evaluation has shown that the thread flanks at the screw head of the received va (variable angle) locking screw are totally flattened. Also the thread flanks at the shaft below the screw head are damaged and slightly flattened. Summary: the complaint description can be confirmed as in the current condition of the screw with the completely flattened thread flanks a locking in a plate is impossible. The anodized layer is worn away at all damages, which clearly indicates that they were caused post-manufacturing by an excessive contact with the plate. That the thread flanks at the shaft below the screw head are also damaged indicates that also the shaft was in contact with the plate. Therefore, we have to assume that the screw was inserted in an inappropriate angle, that this caused the damages at the threads and finally the complained malfunction. In general, following note of the variable angle lcp two-column volar distal radius plate 2.4 surgical technique can be mentioned: to ensure that the screw is locked correctly, do not angle it in excess of +/¿15° from the nominal trajectory of the hole. The root cause was identified during the performed cq evaluation and therefore the in the investigation flows listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.